Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report# 1627487-2017-02571, reference MFR. Report# 1627487-2017-02573. It was reported the patient (australia) experienced pain at the scs anchor site. X-rays revealed the anchors were broken and leads were migrated. As a result, surgical intervention was undertaken wherein the leads and anchors were replaced which resolved the issue. Note: the patient received two scs anchors of same lot number.